Manufacturer narrative:
On april 3, 2025, mentor received additional information indicating that the patient was actually diagnosed with bilateral breast implant ruptures and the left breast capsular contracture has progressed to baker grade iii.

Event description:
It was reported that a 74-year-old caucasian female patient who underwent breast augmentation revision with two 375cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. Right breast implant was described as not as firm, leaking, and broken. In addition, the left breast also has capsular contracture (baker grade unknown). The patient has consulted with a medical professional on (B)(6) 2020, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 1, 2025, mentor received additional information which indicated that the correct date of event was on march 25, 2019. In addition, the patient was also diagnose with bilateral breast cysts and silicone laden axillary lymph nodes on the right and left breasts.

Manufacturer narrative:
On december 31, 2024, mentor became aware that the initial report, sent on december 27, 2024, erroneously contained the incorrect dates for the following sections: 3. Date received by manufacturer and report submission due date. The correct dates are the following: for 3. Date received by manufacturer = december 6, 2024 and for the report submission due date = january 5, 2025.